Event description:
Multiple qc(quality control) failures associated with bd mgit 960 pza (pyrazinamide) caused the laboratory to be unable to report susceptibility results for this critical drug used to treat patients with mycobacterium tuberculosis infections. This is an issue that has impacted multiple other public health labs throughout the country.